Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) with moderate calcification, moderate tortuosity and 90% stenosis. Pre-dilation was performed with an unspecified 2.0x10mm semi complaint balloon. Through radial access, the 3.0x33mm xience sierra stent was implanted at 16 atmospheres. Fluoroscopy revealed a proximal edge dissection. Another xience sierra stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.